Manufacturer narrative:
It was originally reported that the patient was potentially injured as a result of the incorrect dosing and the user facility did not respond to attempts to gather more details. Section b5 has been updated with further information from the user facility. H3 other text : user facility was unable to locate the device for evaluation.

Event description:
It was reported that a patient was dosed medication incorrectly using the weight reading on the stretcher scale. As a result of the incorrect dosing, the user facility stated the patient needed extra monitoring and an adjustment on their medication. The user facility confirmed that the patient did not require medical intervention and was not injured as a result.

Event description:
It was reported that a patient was dosed medication incorrectly using the weight reading on the stretcher scale. The user facility stated that there were adverse consequences as a result of the incorrect dosing. Multiple attempts were made to reach the user facility for more information; however, they did not respond to these attempts.

Manufacturer narrative:
The user facility did not respond to multiple attempts to gather further information regarding the complaint. If the user facility responds, the investigation will be reopened and a supplemental report will be filed if new information is obtained. H3 other text : user facility did not respond to attempts to evaluate the device.

Event description:
It was reported that a patient was dosed medication incorrectly using the weight reading on the stretcher scale. The user facility stated that there were adverse consequences as a result of the incorrect dosing, but did not provide further details at this time.